Manufacturer narrative:
(B)(4). Of the 6 devices reported, a total of 3 devices were received for evaluation. Additional lot# r94k3v; t92z3g. (B)(4).

Event description:
This report summarizes <noe> 6 <noe> malfunction events involving a total of 6 actual devices for failure to form staples. These events occurred during use by a healthcare professional.